Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: scs-paddle leads. Model: sc-8216-70. Serial: (B)(6). Batch: 2000017351. UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. No further information has been obtained.